Manufacturer narrative:
UDI number added.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomed stated that a nurse reported that an alarm did not sound for bed rr-37. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.